Event description:
Patient reported experiencing elevated blood glucose level of 380 mg/dl on (B)(6) 2012, at 7:10 pm. Patient stated she wanted to give a bolus via the infusion device but the buttons on the device do not have any function. Patient reported she couldn't press any button. Patient stated she administered 3.1 units bolus via the bolus calculator. Patient reported she thinks the infusion device delivers the boluses. Patient stated she removed the battery and reinserted the same battery and the infusion device displayed an error 8 (power interrupt). Patient reported after that, she inserted a new battery and error 8 displayed again. Patient stated she changed the battery cover and again the infusion device displayed an error 8. Patient reported the buttons don't have a function and she couldn't press any button. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.